Event description:
A medtronic representative reported that while in a spine procedure, the site o-arm 1000 imaging system was not communicating with the mobile viewing system (mvs). An error message: 'connected not ready - waiting for mobile view station to communicate' displayed on the o-arm pendent. Trouble-shooting and re-booting the system did not resolve the issue. The surgeon opted to discontinue the use of the navigation system and the imaging system; a c-arm was brought in and used to continue the procedure to completion. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed an imaging system check-out, all areas passed. Umbilical cable replaced. System performed as intended. No parts have been returned to manufacturer for analysis.